Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had 8015 ls unit had error code 800.8000. Was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has error code 800.8000 on 8015 ls unit. Which is a software fault error. Steps can re-flash software if fails next will be replace the logic board on unit or can send in for services repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 ls unit had error code 800.8000. There was no patient involvement.